Event description:
It was reported that clinicians are complaining about "patient-side occlusion alerts". Clinicians report this happens when they are running two modules at the same time. Clinicians check all clamps are open and patient position is not affecting tubing. Clinicians troubleshoot by taking out the tubing and resetting it back into the air-in-line sensor. There was patient involvement, but the outcome is unknown. Although requested, additional information was not provided.

Manufacturer narrative:
Additional information: manufacturer narrative. Root cause: the root cause for the reported issue of an patient side occlusion alarm was not determined because no products or device logs were returned.

Manufacturer narrative:
The actual date of event is unknown. A follow up report will be submitted with investigation results should the device be repaired or the device/logs be received for evaluation. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
It was reported that clinicians are complaining about "patient-side occlusion alerts". Clinicians report this happens when they are running two modules at the same time. Clinicians check all clamps are open and patient position is not affecting tubing. Clinicians troubleshoot by taking out the tubing and resetting it back into the air-in-line sensor. There was patient involvement, but the outcome is unknown. Although requested, additional information was not provided.